Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer regarding a (B)(6) year-old, female patient who was receiving hydromorphone, clonidine, and bupivacaine (doses and concentrations unknown) via an implantable pump for an unknown indication. On an unknown date, the patient's pump "quit." In less than a year the pump malfunctioned and they didn't know what was wrong. The patient went to the hospital and they had to replace it. Patient symptoms were not reported. Additional information has been requested regarding the lot number/serial number of the pump and catheter involved in the event, patient symptoms, the cause of the event and troubleshooting, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information was received from a consumer. The patient got sick when the pump quit on her. It was thought that the pump quit sometime in 2011-2012.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. It was reported that her pump had malfunctioned in the past causing her to ¿almost die.¿